Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Customer mentioned that they had fallen and scraped their knee, but no permanent damage occurred. Reportedly, the customer changed infusion set to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer will continue to use current pump for insulin therapy.